Manufacturer narrative:
Occupation: nurse manager. Additional initial reporter - (B)(6), cicu rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cs300 console generated a leak in iab circuit alarm and an autofill failure alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. To correct the alarms, the customer pressed "start" but did not utilize the "iab fill" key. The customer denied presence of blood in the helium tubing, no external kinking, and all connections were secure. Different clinical possibilities were reviewed. The patient was alert and oriented, had been moving about in the bed, and was ambulating daily as he is on the transplant list. It was noted that the iab had been in for quite some time. The getinge representative suggested that the alarm was likely caused by a combination of the patient¿s activities as well as his tachycardia. The getinge representative reviewed the nature of both alarms and made sure the customer understood to press the "iab fill" key if the alarm were to occur again. There patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period feb-2020 to jan-2022 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).